Event description:
The customer called to report alarms during normal use. Troubleshooting was performed, but the alarms continued. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a constant tone alarm and blank display due to moisture damage on the electronics. Unable to verify the alarms due to the blank display anomaly.